Event description:
A customer reported an issue with the touchscreen, stating that the pump screen was frozen and unresponsive, preventing interaction. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided complete information for a pump reset, which the customer successfully performed, restoring functionality to the pump screen.